Event description:
The customer reported that during the weekly check, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" upon powering up was confirmed based on the review of the archive data and during functional testing. The system error was cleared using ap vision software, and it did not replicate during all subsequent testing. Nevertheless, the power distribution board (pdb) was replaced as a preventive precautionary measure, as there may have had some intermittent technical issue that could not be directly identified during the functional testing. The autopulse platform was manufactured in 2017 and is 6 years old, past its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, a cracked front enclosure was observed. The observed physical damage appeared to be the characteristics of user mishandling. The front enclosure was replaced to address the issue. The archive data review showed the occurrence of system error - 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The system error was cleared using ap vision. The pdb was replaced as a precaution against the system error. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(6).

Manufacturer narrative:
UDI related data quality updates only.